Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty auto-calibration valve on the smart pneumatic module. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device displayed a "run-time calibration failure: 1051" error message. Complainant indicated that the clinician manually ventilated the patient to continue treatment. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.